Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, foreign material in the air/water cylinder, auxiliary water channel, and the air/water channel, could not be identified. According to the image provided by sbc, we could confirm the adhesion of the material in the a/w cylinder, auxiliary water channel, and a/w channel. However, we could not identify the material. We could not conclusively specify the root cause of the foreign material remained in the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air water cylinder, air water tube and jet tube. There were no reports of patient involvement.